Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the occurrence of the reported field event of an impedance measurement anomaly was confirmed upon reviewing the device's programmer printouts. However, several tests were performed on the device and the device was found to be normal. All impedance measurements were found to be normal and no anomaly was found.

Event description:
It was reported that during implant, the ventricular lead exhibited high impedance, no signal and no threshold. The physician thought the connector was broken. The device was not implanted.